Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show that this handle completed 42 successful firings. Review of the final firing found excessive load was reached during initial clamp requiring a second clamp command from the user to fully clamp. Clamp force prior to firing was recorded by the strain gauge as 97 lbs. These are indications this firing was being performed in very heavy tissue. During retraction the maximum retraction current limit was reached and the handle reduced retraction speed as required in srs 186. Retraction continued at the reduced speed until the maximum retraction current was reached again and retraction stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. This unit functioned as intended by preventing excessive load on the firing rod. To retract further the user must remove the adapter and re-install onto the handle to complete the retraction at the reduced retraction speed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge/segmental resection. The device was set up and alt three indicators were green. The device was fired successfully. When the surgeon pushed up the center control button the knife did not move back at all. The handle status indicator and adapter status indicator were green, the cartridge status indicator was white and "0" was displayed. They tried reconnecting the handle and adapter but the device did not react at all. They then used a manual adapter tool to return the knife to the initial position enough to open the jaws slightly and remove the device from the tissue. The case was completed using an additional device. There was no issue with the staple formation and the staple line. Patient status is alive, no injury.

Manufacturer narrative:
Additional information: reporter phone number. If information is provided in the future, a supplemental report will be issued.